Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k011028 and k013227.

Event description:
It is reported that the implant was fractured and removed. Tooth site # 35.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date. D4: unique identifier (UDI) number is not provided / unknown. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported device was returned and the reported event is confirmed as a fracture was identified on the reported device during visual evaluation. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.